Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy. The device is currently programmed to secondary. At implant primary vector passed and alternate vector failed. Technical services (ts) was consulted to review device data. Upon review, the type of noise is similar to myopotential activity which is being oversensed. Additionally, r-wave amplitudes were low. Ts provided troubleshooting and programming options. At this time, the device remains in service. No adverse patient effects were reported.